Event description:
It was reported that the physician felt resistance while advancing the stent to the very tortuous basilar artery. The physician was unable to deploy the stent. The physician withdrew the stent delivery system and the stent prematurely deployed inside the rotating hemostatic valve. The physician successfully completed the procedure with another stent.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Only the rotating hemostatic valve (rhv) with a stent inside were returned. The stent was removed from the rhv and found to have tangled struts. The struts were untangled and no anomalies were noted. While there are several potential causes for the reported premature deployment during use, based on the information available it was not possible to determine the most probable cause for the reported event.

Event description:
It was reported that the physician felt resistance while advancing the stent to the very tortuous basilar artery. The physician was unable to deploy the stent. The physician withdrew the stent delivery system and the stent prematurely deployed inside the rotating hemostatic valve. The physician successfully completed the procedure with another stent.